Event description:
Having an adverse reaction to the aco complete moisture plus contact solution. Was informed by wnbc -new york- that this solution was recalled. I am going to the eye doctor today. My left eye is very sensitive to the light, waters frequently, and is very sore. Right eye is ok.